Event description:
It was reported that the user experienced high blood glucose while using an ilet subcutaneous insulin pump with an inset infusion set and subsequently administered subcutaneous insulin by pen, pausing pump delivery for two hours as instructed; troubleshooting identified that the infusion set was likely deployed incorrectly or not attached correctly, and a site-only change was performed successfully. Symptoms included hyperglycemia with a peak of 400 mg/dl. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included user coaching, confirmation of pump pause after multiple daily injection, and replacement of the infusion site to restore delivery. Investigation of this case revealed that the high glucose was consistent with inadequate insulin delivery due to infusion set deployment or connection issues, which resolved after the site change. It was concluded, based on previously established findings for similar reports, that user technique with the infusion set was the most probable cause.